Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. Not evaluated reason: placeholder.

Event description:
The patient was undergoing a medical procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a penumbra system red 72 reperfusion catheter (red72) and a guidewire. During the procedure, the physician advanced the red 72 over the velocity and completed two passes. Once removed from the patient, it was noticed that the velocity was broken in half. It is unclear at what point the velocity was broken. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned velocity confirmed a fracture on the proximal shaft. If the device is mishandled at an extreme angle during use, damage such as a kink and subsequent fracture may occur. Further evaluation of the device revealed that the strain relief was stretched. This damage was likely incidental to the complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity) and a penumbra system red 72 reperfusion catheter (red72) and a guidewire (synchro2). During the procedure, the physician advanced the red 72 over the velocity and completed two passes. Once removed from the patient, it was noticed that the velocity was broken in half. The physician mentioned that some resistance was experienced. It is unclear at what point the physician experienced resistance and at what point the velocity was broken. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 12/06/2022.